Event description:
It was reported that the pump battery was not charging. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed the usb cable and wall adapter to resolve the issue.